Event description:
A review of programming and diagnostic data was performed, which found that a programming anomaly occurred on (B)(6) 2012 and does not appear to have resolved on the same visit. It was noted that two programming systems were used for diagnostics, both of which had faulted system diagnostic results. The vns parameters remained at the same faulted settings throughout diagnostics taken that day. Although the output current was corrected, the other parameters were not changed prior to the patient leaving the office.

Manufacturer narrative:
Analysis of programming history.